Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# ((B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is 128mg/dl. The customer did not report symptoms related to diabetes. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of hi and hi display using true metrix air meter. The test strip lot manufacturer's expiration date is 05/21/2019 and open vial date is within the month of (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: hi mg/dl date: (B)(6) 2019 time:1205pm fasting. Customer is calling because the meter has been giving a lot of errors and hi result. Customer have been sick with the flu and the meter is showing hi. Customer normal glucose range is 128mg/dl fasting. Customer has been sick lately and he is possible dehydrated. Customer purchase a second meter and this meter is still giving the errors. Ran back to back test and customer got the hi fasting results twice. Customer will contact his doctor.